Manufacturer narrative:
Mentor became aware of an event detail that was erroneously indicated in the previous report. The explantation details were mistakenly omitted. As a result of the patient's diagnosis, they underwent bilateral explantation on (B)(6) 2020. In section b of this report, the "other serious" selection has been replaced with the "required intervention" selection. Section d7 has been updated with the explant date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implants (450cc on the left side; 400cc on the right side) and experienced bilateral capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.